Event description:
It was reported the patients blood glucose level rose to 307 mg/dl while wearing the pod between 5 and 24 hours on the arm. As treatment, a new pod was placed.

Manufacturer narrative:
The returned device was evaluated and the investigation found corrosion on the pcb and battery stacks. No data could be retrieved from the device due to corrosion present on the pcb. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and fluid was observed diverting through the hole in the internal soft cannula. Due to the inability to retrieve the data, the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.